Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture confirmed via MRI. Affected side is right. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified; device patch with lot number 2898347. It cannot provide further details due to the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Device explant and replacement with a non-allergan device is scheduled.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with a non-allergan device.